Event description:
Patient injects 24 units 3x a day and 56 units a night respectively. One needle will work. Then the next one won't. The insulin will not go through the pen needle and the process will bend as pressure is applied to the pen after it is already in the skin.

Event description:
Patient injects 24 units 3x a day and 56 units a night respectively. One needle will work. Then the next one won't. The insulin will not go through the pen needle and the process will bend as pressure is applied to the pen after it is already in the skin.